Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation procedure to treat persistent atrial fibrillation and suspected left-sided atrial flutter a faradrive steerable sheath clear was used. When attempting to aspirate the sheath with the farawave catheter inserted continuous air bubbles were observed in the flush line and the aspiration syringe. The catheter was removed and aspiration was performed again with the same result. It was confirmed that the sheath was flushed appropriately and the continuous irrigation lines were connected and running to the catheter and sheath. After numerous attempts to aspirate the sheath and diagnose the issue, the sheath was replaced to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation procedure to treat persistent atrial fibrillation and suspected left-sided atrial flutter a faradrive steerable sheath clear was used. When attempting to aspirate the sheath with the farawave catheter inserted continuous air bubbles were observed in the flush line and the aspiration syringe. The catheter was removed and aspiration was performed again with the same result. It was confirmed that the sheath was flushed appropriately and the continuous irrigation lines were connected and running to the catheter and sheath. After numerous attempts to aspirate the sheath and diagnose the issue, the sheath was replaced to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves? Ability to seal pressure and fluid within the sheath.